Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs austria on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch ultra 2 meter. The patient mentioned that the alleged high readings began on afternoon of (B)(6) 2011. The patient mentioned that he obtained a result over 400 mg/dl and ate only 1 roll and injected 7 or 8 units of novo rapid insulin. An hour later his blood glucose result was 300 mg/dl, and he then took 5 to 6 units more units of novorapid insulin and ate another roll. About half an hour later the patient collapsed and nearly lost consciousness. The patient's wife tested him on another device and obtained a result below 50 mg/dl and treated him with 1 glass of sugar water. The patient did not seek any further medical attention or contact their physician for assistance. While troubleshooting, it was noted that the test strips expired in 2008. Using expired test strips may lead to false blood glucose readings. Product was replaced. The complaint is being reported since the patient alleged that due to the high readings, he injected insulin based on the meter results and later developed symptoms suggestive of a serious injury and had to be treated with sugar water for a result below 50 mg/dl.